Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver was in his pocket, it became hot to the touch and was oozing out transparent white liquid and had a foul odor. No additional event or patient information is available.